Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported via electronic registration submitted by the representative that the patient stated during a clinic appointment on (B)(6) 2025 that their right chest rechargeable neurostimulator (rc) was explanted due to an infection. The exact surgery date is unknown but was noted to have occurred at the end of 2023.

Manufacturer narrative:
Continuation of d10: product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type extension product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type extension product ID 3387s-40 lot# v236672 implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type lead product ID 3387s-40 lot# v227370 implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that legacy leads are being explanted. They report that extensions were previously explanted during the previously reported surgery for infection. It was reported that the patient had a reaction to the implant pouch. The leads were able to be replaced today without issue. Additional information received from rep indicating that leads were explanted due to the previously reported infection. They elaborate that the tyrx pouch caused a skin reaction that eventually led to infection at implant site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.